Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported to a company representative that a trial insert (plastic) was broken during surgery. It was further reported that there was no delay or adverse consequences.

Manufacturer narrative:
An event regarding crack/fracture involving a scorpio trial was reported. The event was confirmed. Device evaluation and results: examination of the returned device with material analysis engineer indicated the device fractured due to overload which was consistent with the reported event. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that there were no observed manufacturing defects with the reported device. Examination of the returned device with material analysis engineer indicated the device fractured due to overload which was consistent with the reported event.

Event description:
It was reported to a company representative that a trial insert (plastic) was broken during surgery. It was further reported that there was no delay or adverse consequences.